Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery, while on the resection of the lung tissue, the stapler was unable to fire, the surgeon was able to press the green button but could not squeeze the handle. An additional reload was opened and loaded to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.